Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the battery failure. The battery failure was confirmed and the battery was replaced, as a result there was no more battery errors. The upper right part of the screen was not functioning correctly; the stylus was unable to select it. Stylus calibration did not resolve the issue, the controller board was replaced with no success either. The display was replaced and the stylus calibrated. Software was updated. Device passed all safety and console and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message indicating the capacity of the programmer battery was low and required replacement. The device was returned for servicing. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.